Event description:
It was reported that customer called in that foley catheter was falling out. Evening home visit arranged. Writer went out and tried to deflate the balloon no fluid coming out of the balloon. The foley was coming out no way to reinsert. When catheter was out noted that balloon was no longer intact. 16 french latex catheter tip was intact.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Sample was not available for investigation. Therefore, the reported event was inconclusive. It is unknown whether the device had met relevant specifications. The product was use for urological care. Although a specific cause cannot be determined, a potential root cause for this event could be due to insufficient latex strength, low/non-uniform rubberize thickness, incorrect wire pressing technique, incorrect stripping technique etc. The labeling and instructions for use were found to be adequate. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer called in that foley catheter was falling out. Evening home visit arranged. Writer went out and tried to deflate the balloon no fluid coming out of the balloon. The foley was coming out no way to reinsert. When catheter was out noted that balloon was no longer intact. 16 french latex catheter tip was intact.